Manufacturer narrative:
Siemens filed the initial MDR 1219913-2015-00102 on may 27, 2015 reporting a (B)(6) advia centaur xp (B)(6) result on a lithium heparin plasma sample from a patient while the result from a serum sample from the same patient was (B)(6).on july 5, 2015 - additional information.siemens received the samples from the customer and tested them on advia centaur (B)(6) reagent lots 103182 and 103184. The results of both the serum sample and the plasma sample were >50.0 index with both lots of reagents. Siemens did not confirm the customer's results. The cause of the discordant result observed by the customer is unknown.the system and the assay are performing to specification.

Manufacturer narrative:
The cause for the discordant advia centaur xp ehiv result is unknown. Other patient samples did not show the issue. The issue appears to sample specific. Siemens' has requested the sample for internal testing. The limitations section of the instructions for use states: "it is recognized that currently available assays for the detection of antibodies to (B)(6) and/or (B)(6) may not detect all infected individuals. A (B)(6) test result does not exclude the possibility of exposure to or infection with (B)(6). (B)(6) antibodies may be undetectable in some stages of the infection and in some clinical conditions." (B)(4).

Event description:
The customer performed an internal study of 40 patient samples comparing a serum sample and a lithium heparin plasma sample patient for advia centaur xp hiv 1/o/2 enhanced (ehiv). One lithium heparin plasma sample resulted as non-reactive while the serum sample from the same patient was reactive. As this was an internal study, no results were reported. There are no reports that treatment was altered or prescribed or adverse health consequences due to the non-reactive advia centaur xp ehiv result.